Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were delayed to multiple stations. A technical support specialist (tss) connected to the servers and confirmed that all communication was stable and error free. Customer reported the issue as resolved, though noted it tends to recur weekly, often during testing. A possible 5,000 record limit was mentioned for later review. Performance concerns were raised, with suspicion of app server slowdown during peak hit activity. The site was software only, with hit responsible for managing server performance. The app server currently has 12 gb of ram, the lowest in their environment. An increase to 16 gb was recommended, and hit will review and adjust accordingly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were delayed to multiple stations the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.